Event description:
A motor stall had occurred. It was further reported that the pt was experiencing withdrawal with increased baseline pain, fever, nausea, and diarrhea. The motor stall that occurred on (B)(6) 2010 was confirmed in the event logs, with no motor stall recovery noted. The pump contained 4000 mcg/ml fentanyl, 5 mg/ml bupivacaine, and 100 mcg/ml baclofen. Additional info has been requested; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).